Event description:
It was reported that an intraocular lens (iol) was explanted from the patients right eye for an unspecified reason. No other information was provided.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional info: additional information was provided that the reason for the lens being explanted was due to the patient being unhappy with the visual outcome. The patient reported difficulty seeing distance and near; along with too much glare and halos. The iol has been discarded. There was no vitrectomy, incision enlargement, or sutures required. There was no patient injury. Another johnson & johnson lens, model aab00 22.5 diopter was implanted as a replacement. The patient was doing well and lens was implanted successfully. No other information was provided. The following sections have been updated accordingly: section b3: date of event: 9/01/2021. Section d6b: if explanted; give date: (B)(6) 2022. Section h6: health effect - clinical code: 2137 blurred vision. Section h6: health effect - clinical code: 2227 halo. Section h6: health effect - clinical code: 2140 glare. Section h6: type of investigation: 4115 device discarded. Section h6: health effect - clinical code: the code provided in the initial report 1845 - eye injury is no longer applicable. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.